Event description:
It was reported that a homecare nurse was performing a dressing change in a client's home and discovered ants (early adult stage) inside an IV dressing (statlock catheter securement device and tegaderm transparent film). On site investigations were performed at hospital and the client's home and failed to reveal any evidence of an ant infestation.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.